Event description:
It was reported that, "pt experiencing hip pain."

Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.